Manufacturer narrative:
(B)(4). .q-med comments: a causal relation between the case and the treatment cannot be excluded. However, some events such as skin ulcers, fistulas, osteitis, retractive scars and lesion of facial nerve may be related to the surgical procedures secondary to the granuloma or, other factors. According to the case description and photos, our assessment is that other diagnoses such as dermatitis artefacta or acne excoriee are possible diagnoses. Q-med has also prepared to submit a comment on the article to dermatology journal. For reference purpose only, the following tracking number has been assigned: (B)(4). This case was received by q-med on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014. Pharmacovigilance_comment: (B)(4) 2014 skin ulcer, scar, viith nerve injury, implant site pain, implant site erythema, implant site swelling, inflammation, implant site vesicles, fistula, osteitis, device dislocation, foreign body reaction assessed as serious and possibly related.

Event description:
This is a verbatim report as received by valeant from q-med: case reference number (B)(6) is a literature case by a health professional (profession not reported) which refers to a female aged (B)(6). This patient was treated with restylane (ha) in the infraorbital zone to manage acne scars. Her past medical history was unremarkable, with no symptoms of atrophy, and she was taking no medication. Concomitant condition included acne scars. In the anamnesis, the patient reported painful [implant site pain] redness [implant site erythema] at the injection site 15 days after the first injections of ha in the infraorbital zone. The ha injections were repeated the following month. Fifteen days after the second injection, the patient presented an inflammatory reaction [implant site vesicles] that lead to skin ulcers [skin ulcer] at the injection sites. After 5, 10, 18, months and 1 and 2 years, the patient underwent surgical toilet of the ulcers performed by a plastic surgeon and was repeatedly treated with corticosteroids/ antibiotics. Despite treatment, the lesions did not regress, and 4 days after each surgical toilet procedure, the stitches were rejected and the ulcers expanded. The reaction proved to be uncontrollable in the following years. The skin ulcers ran from the dermal layer to the subcutaneous fat layer and were connected by fistulas [fistula]. Computed tomography revealed initial signs of osteitis [osteitis] of the right malar bone. Migrating granulomas [device dislocation] [granuloma skin] persisted despite medical interventions. Hematoxylin-eosin, alcian blue and colloidal iron staining were applied to skin sample biopsies obtained 5 months and 3 years after the ha injection. The histological staining highlighted the presence of the filler inside the foreign body granuloma and in the derma of a biopsy obtained after 5 months; a small amount of filler was discovered within a granulomatous reaction 3 years after the injection. After several surgical toilets, there are some retractive scars [scar], and a lesion of the facial nerve [viith nerve injury] that occurred during one of the toilets. In particular, the ulcers are undermined. Literature ref: rossana cecchi et al, migrating granulomatous chronic reaction from hyaluronic acid skin filler (restylane): review and histopathological study with histochemical stainings. Dermatology 12/17/2013; doi: 10.1159/000356421.